Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment. Subsequently, the patient was placed under anesthesia on (B)(6) 2025, in order to remove the excess skin and healing abutment was placed. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.